Manufacturer narrative:
Device evaluated by MFR.: promus element ous, mr, 2.75x20mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent struts damaged with the first distal strut lifted and pulled in a proximal direction. The undamaged proximal section of the crimped stent od (outer diameter) was measured and was within the maximum crimped stent profile measurement. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 20mm in length target lesion was located in the moderately tortuous, moderately calcified and 2.75mm in diameter left anterior descending artery (lad). A 2.75x20mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. Upon removing the device, it was noted that the stent strut was lifted up. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 20mm in length target lesion was located in the moderately tortuous, moderately calcified and 2.75mm in diameter left anterior descending artery (lad). A 2.75x20mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. Upon removing the device, it was noted that the stent strut was lifted up. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.